Event description:
It was reported that an ilet device¿s screen was cracked, after which the user could not resume insulin delivery following a pause; the user did not know how the damage occurred. Symptoms included none reported and no injury. Outcomes included interruption of insulin therapy and loss of device usability. Investigation included customer service troubleshooting and education, verification of device information, and coordination for device return and data sync. Investigation of this case revealed physical damage to the display resulting in a nonfunctional screen, with no alerts or alarms reported. It was concluded that the device experienced hardware damage to the screen component, leading to inability to operate the device.